Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for high pacing impedance. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.